Event description:
It was reported that during the implant procedure, there was high impedance and the threshold was unstable. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary; (B)(4) the full lead was returned and no anomalies were found. There was blood/body fluid in/on the helix mechanism.